Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
It was reported that the teeth of the cutter broke in the patient's knee. It was further reported that the cutter has been scrapped by the clinic.